Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was received with missing segments on the display due to moisture damage on the lcd board. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the missing segments. The pump also had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump has lines on the screen, and the time shows 8888. Customer's blood glucose level at the time 395mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.